Manufacturer narrative:
Concomitant medical products: dtmb1d4 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible occasional atrial undersensing was noted on stored electrograms (egm). Some episodes marked as terminated appear to still be in progress and may have affected mode switch. Some atrial activity may have fallen into blanking periods. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.